Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the source of the bleeding into the pericardial space could not be confirmed; however, a perforation by the guidewire, delivery system, or transvenous pacer lead may have contributed to the pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (b)46), while passing the wire though the aortic valve, the patient went into atrial fibrillation needing defibrillation. After implant of a 29mm sapien 3 valve, defibrillation was successfully performed and the patient developed a sufficient rhythm with sufficient blood pressure. However, after a few minutes a large pericardial effusion was observed. The effusion was drained with a surgical subxiphoid incision. The patient then went into pulseless electrical activity and expired. The patient was admitted in nyha IV after 8 years of undiagnosed symptomatic aortic stenosis. Overnight, the patient decompensated requiring intubation and vasoactive drips. It was decided to perform an emergency tavi. CT showed a severely calcified aortic valve and no coronary calcification, and echo showed reduced left ventricle function.